Event description:
It was reported the lead was damaged during the explant procedure that happened about two weeks prior to report. It was noted the doctor was asking about MRI for pancreatitis when there is some lead left in. It was stated the ¿electrodes¿ broke off.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v155849, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported the patient's device was explanted because they had a disease that required constant MRI of their abdomen.